Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had downstream occlusion error during setup" was confirmed through history review. History shows the sensor is intermittently causing issues where occlusions are frequent. The probable cause was a worn/defective downstream occlusion (dso) sensor. The dso sensor was replaced, and the device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had downstream occlusion error during setup¿; during device evaluation it was found a worn/defective downstream occlusion sensor.